Manufacturer narrative:
(B)(4). Unit passed rewind, and self tests. However, unable to communicate with carelink pro due to a problem with the electronics. Unit had cracked battery tube threads, cracked case (battery tube). The unit p-cap / test reservoir locks in place properly.

Event description:
Information received by medtronic indicated that insulin pump had crack at battery compartment area. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.